Event description:
Report received of the primary solution backing up into the secondary solution. The pump was received in the biomedical engineering department with an unsigned note that read: "primary backed up into the secondary instead of delivering to the patient". There was no tracking information available including nurse, patient or location. There was no reported adverse patient event. Though requested, there was no further information available.